Manufacturer narrative:
Product analysis # (B)(4):analysis information -- 2025-05-07 13:57:19 cst pli# 10 product ID# 8637-40 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned pump passed all testing in the laboratory and no anomalies were identified. The catheter was returned and visual inspection identified there was damage to the transition tubing. Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2025, product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-apr-14, information was received from an healthcare professional (hcp) via a manufacturer representative (rep), regarding a patient receiving gablofen (2,000 mcg/ml, 543 mcg/day) via an implantable pump. The hcp reported that they had performed a dyed study independently and reported that they saw dye surround the pump when pushed into the catheter access port (cap). The dye study was done because there was reportedly fluid accumulation around the pump pocket site. During exploration surgery on (B)(6) 2025, there was some fluid in the pump pocket when opened, however the catheter looked to be appropriately attached and no visible signs of damage. A dye study was completed when pump was surgically accessed. It withdrew off the cap successfully. Dye pushed and followed from pump to catheter tip and did not show any signs of leakage outside the catheter. The hcp determined they wanted to replace the pump segment of the catheter as well as the pump, even though there was no signs of any visible issues. The hcp cut the catheter on the tip segment of the catheter just past the collet and added new pump segment of 8780. They successfully aspirated from the cap when the new pump was connected. The issue was resolved at the time of this report. Additional information received reported the patient reported signs of withdrawal. Dye study completed during surgery which looked normal. Reports of fluid is the pocket that tested positive for baclofen at prior refills.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 21-dec-2022, UDI#: (B)(4). H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.